Event description:
It was reported that the patient presented remotely. Review of transmission revealed that implantable cardioverter defibrillator performed inappropriate shock due to post-sensed t wave oversensing from the right ventricular lead. Programming changes were performed in clinic on 14 oct 2023. However, the oversensing persisted and it was noted through x-ray that the right ventricular lead was dislodged. The right ventricular lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.